Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, and wear abrasion. Leak test was performed and found opening on posterior and radius. A microscopic analysis was performed which identified a striated opening in the posterior side and smooth crease opening on radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a striated edge opening on posterior side due to surgical damage and a smooth crease opening on radius due to a fold flaw opening.

Event description:
Device has been explanted.